Event description:
It was reported that approximately two weeks postop the lens vaulted in forward position. The surgeon repositioned the lens with ctr (capsular tension ring) three weeks post-op. According to the surgeon the iol is stable and the visual acuity improved. The surgeon will continue to monitor patient and perform prk if needed.

Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion.